Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: I would like to report a device malfunction with the bd safety glide needles. I received 3 reports today, (B)(6) 2022 from our staff that they were unable to prime once attached to prefilled syringes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, returned to manufacturer on: 10-oct-2022 . H6: investigation summary: fifty samples were provided to our quality team for investigation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. One sample did not expel the solution due to clogged. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. A device history record review was completed for provided lot number 2025237. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Verification of the lubricant application process was performed. The setting were correct and flow of products was good.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. This occurred 3 times. There was no report of patient impact. The following information was provided by the initial reporter: I would like to report a device malfunction with the bd safety glide needles. I received 3 reports today(B)(6) 2022 from our staff that they were unable to prime once attached to prefilled syringes.